Manufacturer narrative:
(B)(4). Additional information: manufactured january 27, 2016 ¿ january 28, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed with no leak noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the outer bag before use of the device. The device was filled with 500 mg of fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.